Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for difficulty experienced in connecting to a catheter adapter. The plant evaluation does not indicate any visible imperfection or residue on the patient luer, but confirmed the difficulty in connection. The set, once connected, did pass leak testing indicating functionality. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report where the transfer set was not able to be connected the the titanium adapter tightly. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.